Event description:
On (B)(6) 2014, the reporter contacted animas alleging the pump had a dim display, and that the patient had a blood glucose of 502 mg/dl with nausea. This complaint is being reported because the display issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2014 with the following findings:. Confirmed the display screen has a pinkish contrast when booting to the verify screen. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate. Typical usage observed in alarm history. Black box shows on 10/06/2014 19:07 an replace cartridge alarm; deliveries resumed when pump was primed at 19:59.pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.